Manufacturer narrative:
The unit passed functional test including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm tests. The unit had a cracked reservoir tube lip and a cracked case near the display window corners. (B)(4).

Event description:
A diabetes educator called for the customer to report a hospitalization for high blood glucose levels. The customer's blood glucose levels were between 300 and 600 mg/dl. The customer's reading at the time of call was 384 mg/dl. The customer was wearing the device at the time of hospitalization. The customer's symptom's included vomiting and vision problems. The cause of the incident was very mild diabetic ketoacidosis. The customer was still in the hospital. Nothing further to report.